Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "tip lense cracked" was confirmed. According to henke: the distal end of the endoscope shows an broken distal lens. This caused by too much force which was applied to the endoscope by usage. At hsw there is a quality inspection before the final release of a product. This inspection needs to be passed before the endoscope is sent to the customer. The documentation of this inspection shows no irregularities. Due to the age of the endoscope and the damages it is concluded, that the endoscope was delivered in a proper state. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.